Manufacturer narrative:
Certas valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for the issue reported by the customer, is probably due to the cranial growth. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a certas valve (ID 828816) was implanted in a pediatric patient via v-p shunt on unknown date with unknown setting. A ventricular catheter prolapsed with cranial growth. Therefore, the shunt system was removed and replaced on (B)(6) 2022.